Event description:
During a follow-up in clinic, an error message appeared indicating the device was unable to be interrogated. Technical support was contacted and confirmed the device was in backup mode due to a software reset after a surgical intervention. The device settings were restored successfully. The patient was stable.